Manufacturer narrative:
Findings: failed battery test alarms due to corroded battery tube and battery cap. No cracks noted on battery cap. Damaged battery cap coin slot noted (p). Cracked reservoir tube lip, cracked display window and minor scratches on display window noted during visual inspection. Unable to confirm battery out limit alarms and low battery alarms due to failed batttest alarms.

Event description:
It was reported that the insulin pump alarmed battery out limit. It was also reported that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 134 mg/dl. Nothing further reported.